Manufacturer narrative:
(B)(4). Additional patient codes: 2330, 1840. The following additional information was received: the patient is still removing stitches nearly a year after surgery. They become very red and sore and uncomfortable. The patient¿s doctor did not remove all of the stitches; patient's doctor has removed skin behind ears 2 more times. The patient will need to go in and have the rest removed. The patient is sorting out surgery dates.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: the patient demographic information: gender female, born (B)(6) 1962, weight unknown. Date and name of the index surgical procedure: underwent a neck and face lift procedure with a lower eyelid reduction, fat injected to her cheek bones and an excision of a naevus to her neck. This was performed on the (B)(6) 2018. The diagnosis and indication for the index surgical procedure: had excess facial skin, leading to droopiness, malar descent and marionette lines. On what layer of tissue were the sutures used? The rapide was used on the skin surface to close the post auricular and lower hairline incision posteriorly to scalp. How were the sutures placed? The sutures were placed continuously with a running stitch. Why were slices of skin needed to be cut? The skin needed to be surgically excised as these appeared to be quite tender and inflamed and they had formed granuloma on macroscopic inspection and therefore these were surgically excised to alleviate the patients discomfort and pruritis. What was the tissue condition? The tissue condition was a hyperplastic scar, pilonidal focus what were current symptoms following the surgical procedure? Onset date? The patient first started to complain of inflammation on the sutures wounds on (B)(6) 2018. Patient found some inflammation behind both ears; physician to review in three months time to allow the sutures to dissolve however this did not happen and some of the sutures remained, especially at the entry and exit point of patient's skin which led to hyperplastic scars on both sides, the left being worse than right requiring serial excision. Once the skin was excised there was immediate improvement of the condition of the patients¿ symptoms and signs. Other relevant patient history/concomitant medications: the patient suffers from hyperthyroid disease, takes thyroxine for this; patient underwent a bilateral breast augmentation four years ago and also has regular injections of botox for facial rejuvenation. The product code and lot? This was performed eight months ago and unfortunately the box containing the sutures has been destroyed. It was a 4/0 rapide suture. Will the product be returned? No. Physicians opinion as to the etiology of or contributing factors to this event: patient developed a granulomas reaction to the suture which persisted and did not subside with conservative management. What is the patient¿s current status? The patient is quite stable as the presumed offending suture material and tracks have been excised.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? On what layer of tissue was the suture used? (Please include ethicon and non-ethicon products). How were the sutures placed? Why were slices of skin needed to be cut? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot #. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Patient reported ongoing issues due to this suture material not de- solving as it should have.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon  for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that they underwent plastic surgery procedure for y-lift in (B)(6) 2018 and suture was used. The patient reported that the suture did not dissolve. The site behind the patient¿s ears became inflamed. The patient continuously pulled out the suture as the end would protrude from the skin and cut into the backs of patient ears however there were many that were just stuck deep in the skin. The patient reported that the surgeon removed a couple of moles under the patient¿s chin and the sutures are still in the skin. The patient reported that several times the physician had to cut slices of skin and removed 90% of sutures. The patient reported that the remainder still did not come out and have continued to irritate, become infected and skin breakdown. The patient reported that have had to go back again to physician to remove more skin from behind ears and cut sutures that are still under chin. The patient reported that have had a few sutures migrate down the neck. Additional information has been requested.